Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the reported image issue was confirmed. Varying colored images (purple/green) were observed, and the image error was related to the cable unit. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the image issue was due to the following: 1. Cable pins of the optimized distribution unit (odu) connector are too small for shield cables. Shield cables are grouped of up to four single cables and this shield group is too big in diameter for the pins of odu connector. Soldering joints of shield group might be too weak to withstand the forces within cable. 2. Sealing compound within the odu connector does not seal the soldering joints and bare cable contacts completely against steam. Corrosion on the soldering joints and bare cables can be seen after several autoclave cycles. 3. Manufacturing jig 5016938 was not fully suitable for the soldering process. Cables and soldering joints are under stress during manufacturing process and this can lead to premature damages of the soldering joints. 4. Soldering process is not up to date. New guidelines for soldering process are available. The new guidelines improve soldering stability and manufacturability of ¿good¿ soldering joints. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Also, an update has been made to d9 and h3. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional relevant information becomes available.

Event description:
It was reported, before the therapeutic laparoscopic appendectomy, when the equipment was connected to the processor, the picture on the endoeye hd was purple and could not be white balanced. The issue caused a 30 minute to 1 hour delay while the patient was under anesthesia. Troubleshooting was performed without success. The operation was completed with different optics. There was no reported patient harm.